Manufacturer narrative:
Investigation results: a visual evaluation of the returned injection gold probe noted no visible failures. An electrical load test was performed and the results were found to be within specification. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event a review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure the injection gold probe¿ failed to transmit current. The procedure was completed with another injection gold probe¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The reported event of gold probe failed to transmit current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure the injection gold probe¿ failed to transmit current. The procedure was completed with another injection gold probe¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.